Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04186; related manufacturer reference number: 1627487-2020-04188. It was reported the patient was experiencing tremors on right side of the body. Diagnostic testing revealed several high impedance values on left lead. The tremors stopped initially after reprogramming was performed; however, the issue started again. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein left lead and left extension were explanted and replaced. This addressed the issue. It is unknown which extension is the left extension with high impedances that was explanted, therefore both extension are being reported.

Manufacturer narrative:
The reported issue of high impedance was confirmed. Analysis of the returned extension found broken wires in two places. The root cause of these fractures could not be ascertained; there were no statements of the patient having had any recent falls or trauma.